Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#:1627487-2018-03803. It was reported the patient's leads had migrated. As such, the patient underwent surgical intervention wherein the leads were explanted and replaced.

Manufacturer narrative:
Explant date of (B)(6) 2018 was inadvertently omitted in the previous report.

Event description:
Device 2 of 2. Reference MFR. Report#:1627487-2018-03803. Follow-up information revealed the patient stated he was receiving stimulation in the incorrect location and the stimulation was not as effective as it had been in the past. Fluoroscopy was taken and revealed both leads had moved.